Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with a pacemaker presented to the emergency department and upon review of the electrocardiogram it appears the patient is having premature ventricular contractions (pvc). Technical services recommended to have them follow-up with the cardiologist. Additional information was received indicated this patient was presented to the emergency department due to a motor vehicle accident and it was discovered that both the right atrial (ra) lead and right ventricular (rv) lead had dislodged. Subsequently, the ra lead was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.